Event description:
A zoll pt service rep (psr) called zoll customer support to report excessive alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (excessive belt alarms) has been confirmed. Upon eval the pulse wire from the distribution node (dn) to front therapy electrode (te) was kinked, causing intermittent pulse failures. The cause of the kinked wire could not be positively identified. No adverse event resulted from the kinked pulse wire. The pt received a replacement electrode belt.